Manufacturer narrative:
Concomitant medical products: 500ml ndc (B)(4), lot number v18b16u, exp (B)(6), 0.9% sodium chloride and an (B)(6) blood bag. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported they went to disconnect the set from a patient that had been sleeping during blood transfusion, and the connection site of the needle free valve and the end of the IV tubing was in the patient's hand. The patient's hand was covered in mostly dry blood. There was no report of patient harm. The site was not leaking at the time of inspection, but apparently had at one point. The connection was secure. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. Visual inspection showed no anomalies. Function testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
The customer reported they went to disconnect the set from a patient that had been sleeping during blood transfusion, and the connection site of the needle free valve and the end of the IV tubing was in the patient's hand. The patient's hand was covered in mostly dry blood. There was no report of patient harm. The site was not leaking at the time of inspection, but apparently had at one point. The connection was secure. There was no report of patient harm.